Manufacturer narrative:
Alleged failure: shaft insulation cracked, compromised, broke, or breached (failed insulscan). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be normal wear, user misuse, and improper sterilization methods. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4). The device manufacture date is not known.

Event description:
It was reported the shaft insulation is cracked.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the shaft insulation is cracked.